Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to perform x-rays. Upon functional testing, the fse checked the logfile and found the ippc connection was lost and ippc software was crashed. To resolve the reported issue the fse reinstalled the software and app. After re-installation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.